Manufacturer narrative:
Add'l info is being requested, and will be provided in a f/u report as it becomes available. (B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
A pt was reported to have had a seroma, in addition to a cerebral spinal fluid leak. The pt's pocket was found to be fluid filled. It was noted that they were unsure of the cause; whether seroma or hygroma. The patient had a headache initially following the implant, but a blood patch was noted to be successful, and the patient had not had a headache since. The seroma had continued, so the patient was brought to surgery on 09/01/2010. During the surgery procedure, the catheter connector was found to have been occluded. The connector was replaced, and aspiration and injection were successful. It was noted that 200 mls of clear fluid was found at the pocket. The pump was interrogated during the procedure, and 14cc was indicated as being in the pump's reservoir. The physician was however, able to aspirate 40cc from the reservoir. The physician did not believe the pump malfunctioned, but decided to replace the pt's pump as a precaution. The physician had the pump returned to the MFR to verify pump accuracy. The concentration of the administered morphine was 1.0 mg/ml at a dose of 1.4 mg/day. The patient was noted as doing well following the surgery, and was discharged the next day.